Manufacturer narrative:
Although the product was not returned, a picture was provided which confirmed the reported event. Remainder of maquet stock and the lot history record was reviewed and no similar issues were found. The kits reviewed from stock were scrapped. All stock at facility was reported to be used. Since all product was used or scrapped, there is no reason to believe there are any additional products released with this issue. A review of complaints for two years (product shelf life) has determined that this was an isolated event. (B)(4).

Event description:
It was reported that prior to use on a patient, the perfusionist noticed the blue and red tapes that designate arterial and venous blood were transposed. Once the surgeon was ready for the av loop, the sterile wrap was removed and the sterile av loop was placed on sterile field. The surgeon was then able to attach the correct side of the loop to the proper cannula.

Manufacturer narrative:
Correction from previous entry: evaluation is in-process. We will provide a supplemental report when we have new information. (B)(4). The product is not promised for return. As a result, we are unable to complete an evaluation. A supplemental report will be provided if new information becomes available.

Event description:
It was reported that prior to use on a patient, the perfusionist noticed the blue and red tapes that designate arterial and venous blood were transposed. Once the surgeon was ready for the av loop, the sterile wrap was removed and the sterile av loop was placed on sterile field. The surgeon was then able to attach the correct side of the loop to the proper cannula.